Event description:
This report is being filed to provide updated evaluation coding.

Event description:
It was reported that premature battery depletion was alleged for this implantable pacemaker. The patient would continue to be monitored closely. No adverse patient effects were reported. The device remains in service.